Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient reportedly experienced two syncopal episodes, and received a shock while in the bathroom. Of note, the patient was reportedly taking some new medications.

Manufacturer narrative:
Technical services referred the patient to his physician to discuss his symptoms. The physician has seen the patient and all issues are being addressed. The device was interrogated and found to be functioning normally. The device is not suspected to have caused or contributed to the patient's alleged syncope. Subsequently, the device was explanted after the patient passed away for reasons unknown. There are no known allegations against the device causing or contributing to the patient's death, which occurred over one year ago. Analysis of the device was performed at our post market quality assurance laboratory. An initial visual inspection noted that the device had no header. A review of device memory confirmed that eri was declared over one year after explant, and that no resets, errors, or fault codes occurred while the device was in service. Recorded diagnostics confirmed that the device was capable of delivering therapy until it was explanted. Damage to the header of the device was concluded to be induced from the time of explant. This event will be updated if any additional information becomes available.